Event description:
It was reported that after a peripheral revascularization procedure, arteriotomy closure of the common femoral artery was attempted with a starclose se device. Reportedly, during thumb advancer/exchange sheath splitting resistance was met and it was noticed that the clip delivery tubeset had advanced ahead of exchange sheath splitting exposing the starclose se clip on the clip delivery tubeset. The safety release was activated releasing the device from the anatomy of the patient. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned starclose se device revealed that the clip-firing mechanism was not activated to deploy the clip off the delivery tubeset. The clip was found outside the tubeset on the flex-guide. The returned condition was consistent with pusher-to-garage block displacement while deploying the thumb advancer which would create resistance to thumb advancer deployment. Subsequently, the carrier tube also displaced, exposing the clip at the distal-end of the clip delivery tubeset. As the device was removed from the patient anatomy, the clip was dragged on the carrier tube landing on the flex-guide as observed. Consistent with the reported information, it was found that the safety release mechanism was activated to collapse the locator wings to remove the device. During manufacturing, every clip delivery tubeset is inspected for proper pusher-to-garage block assembly. During lab testing, the device was disassembled, cleaned, re-assembled, and re-deployed successfully. Based on the manufacturing inspection criteria and analysis of the returned device, the probable cause for pusher-to-garage block displacement that resulted in incomplete thumb advancer deployment and the mislocated clip that was found on the flex-guide is advancing the thumb advancer against resistance due to tight tissue tract. Instead of thumb advancer being advanced smoothly, tissue compression forces due to inadequate nick-n-spread could have caused resistance to the thumb advancer deployment. As reported, the returned condition indicated that the device was manipulated after the procedure. No manufacturing or quality issue was detected. A search of the lot history record for the reported lot did not reveal any nonconforming material records associated with this lot, indicating all lot release testing met specifications. A query of the complaint database for this lot revealed no other incidents with the reported pusher-to-garage block displacement. A quality control audit inspection is performed to verify product quality. In addition, samplings of units are destructively tested to verify product quality to verify the functionality of the device. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.